Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with a missing end cap sticker, a cracked case at the reservoir tube window corners and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the alarm could not be deleted. Customer's blood glucose was 11 mmol/l. Customer changed the battery but the anomaly persisted. Customer stated that buttons were not pressed for longer than 3 minutes. Pump was not bumped or dropped. Pump will be returned for analysis and will be replaced.